Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The subject device was received intact with slight signs of use visible on the head thread but without damage. Based on the visual examination of the subject device and manufacturing records, no manufacturing-related fault, material or design-related issue was identified. No product fault was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier (based on received x-ray images) is (B)(6). Patient date of birth/age, gender, and weight are unknown. Exact date of post-operative discomfort and plate breakage is unknown. Revision procedure that took place due to the broken plate. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4)- manufacturing date: october 23, 2014 - expiry date: october 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015 to treat a compound clavicle diaphysis fracture. During that procedure, a locking compression (lcp) reconstruction plate was implanted along with screws. By the fourteenth (14th) post-operative day, device breakage had been confirmed. The patient began noting discomfort on or around (B)(6) 2015 when weights of about ten (10) kilograms were carried. X-ray images taken on (B)(6) 2015 confirmed plate breakage. The patient underwent a re-osteosynthesis procedure on (B)(6) 2015 during which a broken plate and screws were removed. The patient was fixated with another plate. This report is 4 of 7 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.